Event description:
A report was received that the patient's ipg was replaced during a lead revision surgery. The physician decided to replace the ipg, as it was not responding intraoperatively. The patient was reported doing well after the surgery.

Manufacturer narrative:
The explanted ipg will not be returned for evaluation, as it was discarded by the medical facility.